Event description:
The hill-rom field technician stated that the ball and rod had separated from the calf support bracket due to a missing roll pin. No injuries were reported.

Manufacturer narrative:
The hill-rom field technician installed a new roll pin to repair the unit. There were no parts returned for analysis. The root cause for the missing pin was not determined.